Manufacturer narrative:
The user received glucose suspend alert on (B)(6) 2025, 2 days after insertion. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation. Investigation of the returned sensor was not possible because the sensor was broken. It was not clear when the sensor got broken (during explant procedure or during transportation) since a separate case was not reported from the user's end about sensor breakage. If the sensor breakage happened during the explant procedure, then it was most likely caused by excessive force applied by the removal clamps to the extremities of the sensor during the explant of the sensor. A review of the raw sensor data showed depressed signal and reference channels. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, a sensor replacement was offered to the user. B4: date of this report 08 april 2025. G3: date received by the manufacturer? 08 april 2025. H3. Device evaluated by manufacturer? Yes. H6: medical device problem code updated to 1435. H6: type of investigation updated to 10. H6: investigation findings updated to 114. H6: investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 10, 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.